Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient kept having motor stalls in (B)(6) 2018; her telemetry sheet kept showing motor stalls. The patient went through withdrawals on (B)(6) 2018, for which she was given medications. No further complications were reported.